Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received anti-tachycardia pacing (atp) and a shock for what appeared to be ventricular tachycardia (vt), and the rhythm was converted. The shock impedance measurement was 125 ohms, and there was a history of high and low shock impedance measurements. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that non-invasive programmed stimulation (nips) was performed, which revealed normal shock impedances of 76 ohms. The patient would continue to be monitored as the shock impedance measurements were noted to be elevated, but stable. No additional adverse patient effects were reported. The lead remains in service.